Manufacturer narrative:
No pt injury has occurred following this incident.

Event description:
Customer called and stated that they performed bravo procedure on (B)(6)2009, and it failed to attach. Customer stated that they followed all the required instructions but when removing the delivery system, the capsule was still attached. They decided to try another capsule and it worked successfully. The pt wasn't injured following this procedure.